Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several error 51 (speaker issue) were found during device log review which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during external or internal visual check. Functional tests were performed successfully and the reported event could not be reproduced. However due to the error 52 seen in the device log and as per technical manual the speaker and its flexible circuit were replaced. Speaker kit was sent to brézins for further investigation. It was tested with a volumat test bench and worked as expected. No technical errors were triggered during all the stages of running. Therefore the reported event is not reproduced either. It might be linked to another part but can only be analyzed with the associated device. To our knowledge no patient consequences have been reported. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Error 51.